Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4)., corrected data: corrected information provided in d2.

Event description:
It was reported that the customer noticed the catheter slipped off from the connector. No patient injury was reported.

Manufacturer narrative:
Other, other text: no lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. As a result of the above investigation, the actual connector complied with the product standard, and no abnormalities leading to this event were observed. The root cause of the reported issue could not be confirmed. D1, d2, d4, d5, g2, and g5 are unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).